Event description:
Resident was in the new bath chair in the shower room. Staff member was putting resident into the new tub when the new bath chair came off its tracks due to faulty bolts, causing a laceration/skin tear to the resident's right hand. Bolts were replaced with lock nuts and a maintenance schedule was established.